Manufacturer narrative:
B3: event date ¿ this event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified bacterial infection. It was not reported if the patient was hospitalized for the infection. The cause of the bacterial infection was unknown. On an unspecified date, the patient began treatment with vancomycin which was added to the pd fluid at the early stage of treatment. The patient outcome was not reported. At the time of this report, pd therapy had been discontinued. No additional information is available.